Manufacturer narrative:
Other, other text: additional information was received indicating the reported issue occurred during testing.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis the reported issue was able to be duplicated. A cassette not attached properly error alarm emerged during the functional tests. Manufacturing utility (mu) showed a nonreactive downstream occlusion (dso) sensor. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not locked alarm. No adverse effects were reported.